Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient received a result of 145 mg/dl at 2:15 p.m. On the aviva meter. The patient had hypoglycemia symptoms of sweaty and not responding. The patient's wife called the paramedics and they arrived at 2:30 p.m. The blood glucose result on the paramedic's meter was 30 mg/dl and he was treated with sugar water. The patient was not taken to a medical facility. Return of the suspect device was requested for evaluation.